Event description:
It was reported that a patient presented with inappropriate anti tachycardia pacing delivered due to incorrect interpretation of signal. Corrective programming changes were recommended. No patient consequences were reported.

Manufacturer narrative:
Further information was requested, but not received.